Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) with no tortuosity and no calcification. A 6f introducer sheath was used to advance the 5.0 x 18 mm ultra rx stent delivery system (sds) to the lesion; however, prior to crossing the lesion, resistance was felt between the sheath and the sds which resulted in a shaft separation. The sds was removed from the anatomy together with the guide wire and guiding catheter as a single unit. A replacement device was with an 8f introducer sheath to successfully complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. It should be noted that the rx ultra coronary stent system instructions for use specifies that the minimum guiding catheter compatibility for a 5.0 x 18 mm ultra rx stent is 7f / 0.075 inch inner diameter (ID). The investigation determined the reported difficult to position and shaft detachment appear to be related to the use error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.